Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : h6 ( medical device ¿ problem code ) the fse reported that after negotiation with the customer it was decided no repairs will be performed, considering the device has reached the end of its support period. The fse has not performed a detailed evaluation of the device.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had a flickering on the screen. Sometimes it would become like a static storm. No alarm was issued. There was no patient harm or injury reported.